Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all the keypad buttons responded appropriately. The keypad cover was removed for investigation and revealed no damaged or misaligned contacts and no evidence of contamination under the button contacts.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the down arrow and ok keypad buttons had a delayed intermittent response and needed multiple presses to elicit a response. There is no reported damage or moisture to the pump. The patient reportedly cleaned the pump with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.